Manufacturer narrative:
The insulin pump was received with operating currents within specification and passed self-test, a21 error test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted. The insulin pump had cracked case at the display window corners and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's mother reported via phone call that her daughter had frequent low blood glucose values. The patient suspended the insulin pump for four hours and changed her basal rates; however, it took two-and-a-half hours for her blood glucose to decrease from 411 mg/dl last night. The patient's blood glucose increased to 476 mg/dl at one point. The drive support cap appeared normal. Troubleshooting was declined for a no delivery alarm. The mother was concerned that the device was suspending without alerting the customer. The patient also had a blood glucose value of 42 mg/dl, which she treated via glucose tabs. The insulin pump was returned and replaced.